Event description:
The user facility reported that the device was observed to have an unknown substance on the device during testing. There were no adverse consequences related to this event.

Manufacturer narrative:
Pna. H3 other text : product not available

Event description:
The user facility reported that the device was observed to have an unknown substance on the device during testing. There were no adverse consequences related to this event.